Manufacturer narrative:
The software analysis was unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733467, version #: (B)(4), foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that during exam import from a cd the computer stopped reacting to the mouse. There was only "no entry" icon when the site wanted to click any other icon on the screen. The site did a soft reset and re-imported the exam. No patient was present at the time of the event.